Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.

Event description:
Customer called to report getting an occlusion alarm after 4 hours of wearing a pod. Customer stated that she is using the pinch up method when applying new pods. She stated that her blood glucose (bg) was 280 mg/dl prior to receiving the occlusion alarm. Her bg at the time she started this pod was 104 mg/dl. Customer has successfully started a new pod. No additional issues were identified.